Manufacturer narrative:
(B)(6). This report is for an unknown 1.6 k-wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. A product investigation was completed: the complaint condition for the broken k-wire in the proximal hole of the insertion guide was likely associated with the application of off-axis forces to the k-wire while inserted in the guide causing it to fracture. Per the technique guide, the insertion guide is intended for use in the 3.5mm locking compression plate (lcp) proximal humerus plate system. It is specifically to facilitate insertion of the proximal locking screws and attaches directly to the plate. The returned insertion guide was evaluated and the complaint condition of broken k-wire in proximal hole was able to be confirmed. No definitive root cause can be determined however the failure mode is typically associated with the application of off-axis forces to the k-wire while inserted in the guide causing it to fracture. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause can be determined however the failure mode is typically associated with the application of off-axis forces to the k-wire while inserted in the guide causing it to fracture. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 while drilling, the 1.6 k-wire that was inserted through the insertion guide, of the proximal humeral plate, got caught in the insertion guide. Before the surgery, they checked to make sure the 1.6 k-wire fit through the cannula of the insertion guide. The physician inserted the wire and drilled and got the wire caught in the insertion handle. They took off the insertion guide and used another one from another small frag set. There was a delay in surgery of about sixty (60) seconds. Patient outcome is unknown. When the device was evaluated by the manufacturer, it was noted that the k-wire was broken. This report is for an unknown 1.6 k-wire. This is report 1 of 1 for (B)(4).